Event description:
Customer reported that she had been changing her reservoirs every other day and that the blood glucose had been fluctuating between high and low. The blood glucose reading was 300 mg/dl. She expressed symptoms of thirst and hunger. Customer treated with the insulin pump and stated that her doctor did not recommend using manual injections as a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.